Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Results of investigation: the vyaire factory service department received the suspect user interface module (uim) device/component for investigation. The factory service department performed a visual inspection of the internal components of the uim. They also performed multiple power on cycles on the suspect uim. At this time, factory service was not able to duplicate the reported issue therefore no device/component failure can be determined. The vyaire failure analysis lab (fa) evaluated the user interface module (uim) and concurred with the factory service department assessment. No failures were detected so no further investigation is required.

Event description:
The customer reported a intermittent blank display on this ventilator device. The customer stated no patient issue with this event.